Manufacturer narrative:
The field report of fluid inside the header was verified in the lab. The issue was consistent with having occurred during the procedure. A visual inspection of the septum, setscrew, and contact spring revealed no anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and revealed to be normal.

Event description:
Related manufacturer report number: 2017865-2023-16340. It was reported that the patient experienced inappropriate defibrillation therapy due to a right ventricular (rv) lead dislodgement. The rv lead was explanted and replaced to resolve the event. During the procedure, the physician observed dark fluid dripping out of the lead and the header of the device. As a result, the device was explanted and replaced. The patient was in stable condition.